Manufacturer narrative:
No sample is available for the manufacturer to evaluate. No follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: per france affiliate: the balloon was inflated with 1.5cc, leaks were noticed after 12-14h of use. Consequence: there was a deflation of the balloon. No sample is available. No patient injury reported. Patient current condition is fine. Additional information has been requested.